Event description:
It was reported that patient in cath lab, stable, pain free. Nsr 68 bpm, intra-aortic balloon (iab) placed prophylactically. The rn called to troubleshoot a persistant helium loss alarm. Per the rn they have checked all connections, but the alarm is occurring every couple of minutes. The clinical support specialist (css) confirmed the alarm to be a helium loss 2 alarm that occurred while the css was on the phone with the rn. There is no blood present in the gas line, connections are intact. Patient is not having ectopy, rapid heart rate or arrhythmia. The iab is in proper position with no noted difficulty on insertion, no tortuosity and normal angle at the insertion site. No excessive adipose tissue. They reported a normal balloon pressure waveform (bpw) when pumping with no sloping or widening. The css walked the rn thru performing a leak test. After several minutes it was confirmed that there was no drop in the bpw base line. The css explained that this means that the catheter has failed the test and our recommendation is to remove and replace the catheter. The rn stated that the doctor has decided not to reinsert since the patient is very stable and "doesn't really need the iab."

Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.